Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was spontaneously removed due to balloon cuff rupture.

Event description:
It was reported that the foley catheter was spontaneously removed due to balloon cuff rupture.

Manufacturer narrative:
The reported event is confirmed manufacturing related. No actions can be taken at this time since a root cause was not identified. Visual evaluation noted received 1 all silicone foley catheter. Attempted inflation using in house syringe and 10ml mbs. Upon inflation solution entered drainage lumen causing lumen to lumen leak. Also received 5 photo samples: also received 5 photo samples. First photo sample shows top view of catheter with syringe used during reported event. Second and third photo sample shows end of catheter with deflated balloon. Fourth photo sample shows inflation cap. Fourth photo sample shows top view of outer packaging of tray. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.